Event description:
It was reported to boston scientific corporation in 2008 that a leveen coaccess electrode system device was used during an rf ablation procedure on approx three months earlier (obese male pt; age and weight are unk). According to the complainant, after the procedure was performed, the pt developed cardiac tamponade and was transferred to another hospital. Reportedly, during this transfer, a drainage treatment was performed on the pt. After arriving at the second hospital, it was noted that a coronary artery was "torn during treatment." The complainant indicated that, "it is possible that the needle made a perforation into the coronary artery from the diaphragm.." And that the perforation may have increased in size as a result of "movement from pulsing and breathing." Follow-up info received from the complainant indicated that, the size of the tumor was approx 1.5cm and that a 3.0cm needle was used. It was reported that "the physician stated that it may be a technical error, in relation to the size of the needle used versus the size of the tumor." And, that the diaphragm would "go up near the heart due to the amount of fat." According to the complainant, the pt had recovered and "has been extremely fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.